Manufacturer narrative:
Updated data: b5. Additional information was received that the post-implant balloon aortic valvuloplasty (bav) was needed because in the judgement of the implanting physician the valve had not expanded enough. No additional adverse patient effects were reported. H6. Device codes (fdd/annex a) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6. Eval code method and eval code conclusion. Product analysis: the subject device was not received for analysis and no procedural images were submitted for review. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and severity) and pr ocedure related factors (e.g., valve positioning). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery catheter system (dcs). It was reported no existing patient conditions were identified that could have contributed to the under-expansion of the valve frame. Potential factors that can influence a valve to dislodge include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and others. Per the implanting physician, in this event the post-implant balloon aortic valvuloplasty caused the valve to dislodge. Dislodge events are typically not related to a device malfunction. Under-expansion of the valve frame and valve dislodgement are known potential adverse effects per the device instructions for use. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post implant balloon aortic valvuloplasty (bav) was performed to further expand the valve. During the post dilation, the temporary pacemaker lost capture which caused the valve and the balloon to dislodge in the aortic direction. After the valve dislodged, it was pulled above the aortic root so as to not interfere with coronary perfusion or native leaflet coaptation. The implanting team made the decision to convert the procedure to an open surgical aortic valve replacement. The valve dislodged valve was explanted without incident and a surgical valve was the implanted. No additional adverse patient effects were reported.